Event description:
It was reported that customer was hospitalized for high blood glucose and dka. Customer stated that she kept bolusing end did not realize that the reservoir and infusion set had cracked, releasing the insulin into the reservoir compartment. No further details provided at time of call.

Manufacturer narrative:
Unit passed the functional testing, including the seat, rewind, basic occlusion test and occlusion test. Unit had corroded motor home switch.